Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a04 captures the reportable event of bands damaged/defective.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025, for the treatment of cirrhosis. During the procedure and inside the patient, the first three bands could be deployed normally, but the fourth band could not be deployed. It was found that the sixth band was fractured. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a04 captures the reportable event of bands damaged/defective. Block h11: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with four bands attached to it, one of them overlapped and one was broken. In addition, the ligator housing teeth were damaged. No other problems with the device were noted. The reported event of bands unable to deploy and bands damaged were confirmed. The marks on the ligator housing teeth imply that the device might have been used with too much force, potentially causing the teeth to become damaged or perhaps this could be attributed to the way the physician entered the device through the patient, causing the teeth to become damaged and also affecting the functionality of the handle when deploying the bands. On the other hand, it was observed that the one band was damaged and one bands overlapped. These failure modes may be related to the technique used by the physician or the manner in which the device was handled during band deployment. It is possible that the positioning of the device or anatomical tortuosity during the procedure affected the functionality of the handle, making it difficult to deploy the bands properly. Additionally, depending on the technique used to grasp the varix or polyp with the ligator unit, the suture may have been displaced due to procedural movement, resulting in improper band deployment and overlap. There is also a possibility that an attempt was made to release the band from the suture, and damage to the ligator housing teeth may have contributed to the deployment issue. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025, for the treatment of cirrhosis. During the procedure and inside the patient, the first three bands could be deployed normally, but the fourth band could not be deployed. It was found that the sixth band was fractured. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.